Event description:
Went to the medical ctr to be evaluated for snoring. Dr recommended and performed two procedures, removal of uvula and somnoplasty. Somnoplasty had and has severe side effects that were not disclosed by co or the med ctr. The treatment produces a very noticable hardening of the soft palate. The feeling that there is something in the back of the throat that cannot be dislodged is pretty horrible. Have developed most of the symptoms of sleep apnea, plus headaches, caughing fits and insomnia, and some breathing abnormalities.